Manufacturer narrative:
The device was returned to olympus for evaluation. Additional reportable malfunctions were found during the investigation which noted that due to a cut on the charge-coupled device (ccd) cable, image noise occurs. Based on historical data, it is most likely that probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. However, a root cause analysis could not be determined/identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited that due to a cut on the charge-coupled device ccd cable, image noise occurs. There was no patient involvement.